Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose meter on (B)(6) 2015. At the time of contact, the patient's father did not report any injury or medical intervention. Sensor was inserted into patient's arm, which is not an approved site.